Event description:
It was reported that, "while setting up for the case I notice that the alignment tube on the guide would not lock. Went and got a replacement. Case proceeded without incident."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.